Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer's current blood glucose was 414 mg/dl. They used insulin pump to treat high blood glucose level. Customer was facing difficulty breathing and was fatigue. They were using the insulin pump system within 48 hours of reported high blood glucose level. The infusion set had bent cannula. The auto mode feature was active at the time of high blood glucose. The pump will not be returned for analysis.